Event description:
The customer called and reported he experienced high blood glucose of 400 mg/dl and did not believe the insulin pump delivered insulin to him. Customer's blood glucose was 290 mg/dl at time of this report. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The infusion set insertion site was not sore or irritated. The customer declined to proceed with further troubleshooting. His blood glucose had come down to 277 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.